Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, the faradrive steerable sheath clear was selected for use. It has been mentioned that during the preparation, the valve was leaking, and air was drawn in several times. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis. It was further reported that no leak or air in patient. A pressure bag was used as method of irrigation.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. During preparation for leak performance testing, the sheath could not be flushed with deionized water because the flush luer was clogged with dried blood. This condition prevented the water from entering and purging air out of the sheath. Based on the complaint summary, this condition was not mentioned, which indicates it may not have been present during the time of the event. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, the faradrive steerable sheath clear was selected for use. It has been mentioned that during the preparation, the valve was leaking, and air was drawn in several times. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis. 18aug2025: no leak or air in patient. Pressure bag was used.